Manufacturer narrative:
Describe event or problem : updated. (B)(4).

Event description:
It was further reported that no effusion was noted on the echocardiogram prior to the procedure. The (was) was deep seated in the laa. There were no recaptures performed. Pericardiocentesis was performed after the closure device was released. The patient was stable prior to transfer to the ICU and remained stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11874. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was used to deliver the 27mm watchman ® laa closure device & delivery system (wds). During deployment of the closure device the patient experienced cardiac tamponade. Pericardiocentesis was performed and protamine administered. The patient received 1000ml blood and 400ml of plasma. It was noted that the closure device was deployed in a good position. The patient was moved to an intensive care unit for further observation. No further patient complications were reported.